Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that a collision occurred between the robot arm and the mayfield head holder. The collision caused an excessive torque in three arm joints and triggered an unrecoverable error that led to the shutdown of the arm. This is a normal behaviour of the device. After restarting the device, the surgeon checked if a patient shift occurred and resumed the procedure. The release of the vigilance device could have avoided the collision. UDI# : (B)(4).

Event description:
Around 11:20am eastern time, the robotic arm collided with the mayfield head holder that was attached to the robot and patient, and this caused the controller to disconnect and the robot needed to be restarted. The collision occurred during guidance when trying to drive to one of the trajectories. The part of the robotic arm that collided with the head holder was around the first joint, and it was not a very large collision, but enough to disconnect the controller. The robot was restarted and the arm was driven to a few of the previously placed leads to make sure there was no patient shift and that accuracy was still good. This was confirmed after going to a few trajectories. No other issues occurred during the case. The patient was under anesthesia and incision had been made. Total delay was less than 5 minutes.